Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an infection. Reportedly, the patient wanted a copy of his medical records. The patient had another heart attack since then and a stroke. All available information indicates that a revision was performed and the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.